Event description:
The manufacturer service technician reported that the device had unintentional run-on while it was being serviced at the manufacture service facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.